Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen display was damaged. Customer declined to further troubleshoot with tandem technical support. There was no reported adverse impact the customer¿s blood glucose.